Manufacturer narrative:
The customer found the spring on the sample probe was defective so they replaced the probe and the spring. After exchanging the sample probe and spring, everything works normally. The investigation determined the customer¿s actions resolved the issue. This event occurred in (B)(6). (UDI) #: (B)(4).

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 and ca2 calcium gen.2 results for two patients with the cobas 6000 c 501 module. Patient (B)(6): the initial creatinine result was 1.5 mg/dl. The repeated result was 6 mg/dl. The second repeated result on another instrument was 6 mg/dl. Patient (B)(6): the initial calcium result was 46.88 mg/l. The repeated result was 97.90 mg/l. The questionable results were not reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but not provided.